Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided: evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The preventive maintenance was performed regularly. The root cause cannot be attributed to device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported a case of rainbow glare following lasik surgery. No patient identifiers, or any other details were provided. Additional information has been requested.